Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image shows blackout and control body is crystallized. Based on the results of the investigation, the most probable cause of the e315 error is expected or random component failure without any design or manufacturing issue. A root cause for the crystallized control body could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was presenting an incompatible scope communication error - e315. The event occurred during maintenance. There were no reports of patient involvement.